Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. It was noted that there was a battery depletion alert. Technical services (ts) explained how to disable the beeper and provided replacement interval. It was noted that the remaining battery life was not accurate. Replacement procedure has not been scheduled as of today. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. It was noted that there was a battery depletion alert. Technical services (ts) explained how to disable the beeper and provided replacement interval. It was noted that the remaining battery life was not accurate. Replacement procedure has not been scheduled as of today. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. It was noted that there was a battery depletion alert. Technical services (ts) explained how to disable the beeper and provided replacement interval. It was noted that the remaining battery life was not accurate. Replacement procedure has not been scheduled as of today. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.